Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
On (B)(6) 2012 the customer reported they get a red x on the monitor. Some of the connections in the center on top of the battery bay are loose. There was no reported adverse patient impact.